Manufacturer narrative:
The uf 500 blood circuit was discarded by the facility and was not returned for failure analysis. Therefore, the root cause of the blood leak could not be determined.

Event description:
It was reported that during therapy with the aquadex flexflow system, a blood leak was detected. The blood leak occured within the uf 500 blood circuit. The facility reported that the blood leak occurred after two hours of circuit use. The uf 500 blood circuit was replaced with a new circuit and therapy was resumed.